Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
While troubleshooting with (B)(4), the patient stated they had attempted to start over with new supplies, but had only changed the cassette. (B)(4) explained the patient could not do that due to possible contamination. The patient elected to start over with new supplies. No injury or medical intervention was reported.